Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending (lad) artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, it got caught in the guide catheter and the tip of the stent become deformed. The procedure was completed with two shorter synergy stents. No patient complications were reported.